Event description:
On or about (B)(6) 2012, the pt underwent foot surgery, using an ifs implant for hammertoe. It is reported the cortical wall blew out dorsally.

Manufacturer narrative:
At this time, the investigation is not complete. The report will be updated once the investigation is complete.